Event description:
It was reported the patient underwent a knee arthroplasty due to instability caused by an incompetent pcl. The articular surface was replaced with a thicker one to stabilize the knee. No additional information is available at this time.

Manufacturer narrative:
Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). It is unknown whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee surgery. Subsequently considered for revision due to lack of constraint in the knee. It was reported as a patient issue but not implant related failure. No additional information is available at this time.